Event description:
While attempting to place a multilink stent, the balloon would not deflate luckily the balloon was pulled out of the artery without incident. It appeared there was a leak into the membrane.